Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atypical atrial flutter ablation procedure, the catheter perforated the roof of the left atrium while delivering ablation. The patient was noted to become hypotensive and a pericardial effusion was noted via ultrasound. A pericardiocentesis was performed in order to stabilize the patient and the procedure was cancelled. There were no performance issues with the device.